Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt never had therapeutic effect, and the device never worked that well for the pt. In (B) (6) 2009, the pt experienced a burning sensation and difficulty walking. The pt underwent multiple reprogramming sessions without effect. A paddle revision was also performed, without the pt getting pain coverage. The pt didn't have pain coverage unless she increased stimulation really high, but that resulted in too much stimulation in her feet and leg, and it would hurt. No further treatment or pt outcome was reported. The pt was looking for a new doctor.